Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of the 2.25x28mm xience skypoint stent delivery system (sds) resistance was felt when removing the sheath. The sds was not used. The procedure was successfully completed by a non-abbott balloon. There was no patient involvement and no clinically significant delay reported. No additional information was provided.